Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. There was a kink in the cannula. The patient had a tortuous aortic anatomy and there was difficulty advancing the impella. The impella cp was eventually implanted and position was achieved. However, a cannula kink was reported. No patient harm was reported.

Manufacturer narrative:
The investigation product damage (cannula kink) has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related as the patient had difficult vasculature. The failure mode was changed from cannula kink to delivery issue as the cannula kink occurred during the difficult delivery. G1 reporting contact email revised on manufacturer device report 1220648-2024-15072 in accordance with updated procedures.